Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient had 2 leads implanted with the same lot number. The patient's leads were implanted in 2002 (exact date is unknown). It was reported the patient was not receiving effective stimulation from her cervical leads. Lead diagnostics showed multiple high impedances. Reprogramming was unable to resolve the issue. The patient underwent surgical intervention where her leads were replaced with a paddle lead. The patient is now receiving effective stimulation.